Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving prialt at a concentration of 20 mcg/ml and a dose of 2.123 mcg/day via an implanted pump. The indication for use was non-malignant pain. It was reported the patient was examined on (B)(6) 2016 and a soft non tender fluid collection was noted at the catheter incision site post catheter revision. It was indicated the event was possibly related to the device or therapy and unlikely related to the implant procedure. The patient was administered an abdominal binder and instructed to lay flat. The issue resolved without sequelae on (B)(6) 2016. Additional information received from a healthcare provider (hcp) via a clinical study reported the patient had seroma formation at the pump pocket site. Additional information received from a healthcare provider (hcp) via a clinical study indicated there was seroma/hygroma formation at the lumbar incision site. A catheter revision was performed on (B)(6) 2016.